Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient reported that the ins sticks out, but they think it is flipping or turning again, certain ways they move it sticks out in a big way, it just feels like I could probably push it back into place with own fingers. They said this was first noticed about a year ago that the device was flipping again. Pt says it takes forever to find the right spot to charge the ins. Pt says they have not had any falls or trauma. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.